Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6, h10. 4307 - intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported problem by installing the psm onto a test system and non-intuitive motion was experienced along the insertion axis during power up. This complaint remains reportable due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm was reported, if the issue were to recur, it could result in an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The psm has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. No additional technical review is required as an isi field service engineer (fse) was dispatched to investigate the reported complaint. The fse replaced a part to resolve the reported problem and verified the system as ready for use. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted and completed laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during the start of an unspecified da vinci-assisted surgical procedure, after drapes were installed, patient side manipulator 1 (psm1) started faulting during docking. Reportedly, the insertion axis was stuck. The drape was removed and the psm was checked; however, the issue persisted. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the customer contacted technical support at the time of the reported problem and full troubleshooting was completed. Disabling the psm was not an available option. The procedure was started in following mode when they experienced the issue. No errors occurred but rather a warning message that the insertion axis was not free to move. A fse was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem; however, no related errors were found in the log files. The psm was replaced to resolve the reported problem. The system was tested and verified as ready for use. The psm instrument arm is located on the patient side cart that provides the sterile interface for the endowrist instruments.